Event description:
Reporter stated that she had excruciating pain, went to her dr, was diagnosed with vaginal atrophy and the laser procedure was initiated. This procedure is expected to build up more tissue in the vaginal area but the expected outcome was not met. She experienced burning sensation after this procedure, went back to her dr and was told she should have another treatment. After the second treatment, she still experiences burning and pain. Reporter stated that this procedures were from pocket and not covered by her insurance.